Event description:
During device recertification by zoll technical service department device displayed "defib fault 78" while attempting to charge. There was no patient involvement in the reported malfunction.